Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Other occupation - company representative.

Event description:
It was reported that when battery voltage was depressed and returned to normal, it created a false pre-eri battery flag display anomaly. Patient later presented in clinic and device was restored via programming changes. No further information available at this time.